Event description:
It was reported that following the preloaded intraocular lens (iol) implantation, the patient experienced an increase in intraocular pressure for a few days post-surgery. However, after receiving medication to reduce the intraocular pressure, the levels returned to normal within a few days. No patient injury was reported. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: unknown, as information was requested but not provided. Section b3 - date of event: unknown/not provided, as information was asked but it was not provided. Section d4 - catalog #: a complete number is unknown, as product serial number was not provided. Section d4 - serial #: unknown/ not provided section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI #: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6) section h3: the device was not returned for analysis. No serial number was provided for this device; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.